Manufacturer narrative:
Unit received with unresponsive select button due to corroded keypad traces. Unit received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. It was reported that there was long crack beginning from the top of the insulin pump, all along the length of battery tube. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.